Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve a reported adverse event/incident-related medical records and medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this incident could not be independently assessed. Patient status was reported as doing well post-secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, an afx limb stent graft and an ovation ix iliac limb. The distributor reported that two procedures were performed for one case due to a persistent type iiia endoleak that showed on the angiography. The patient was not hemodynamic stable enough to proceed with a secondary procedure until two days later. Reintervention was completed on (B)(6) 2025 with the implant an afx vela infrarenal and an afx vela suprarenal. The final patient status was reported to be stable post-secondary procedure. The afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.